Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA. Device not available for eval.

Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, a piece of plastic dislodged from the cartridge before the device was used on the pt.